Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 407652 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 10 days post-implant, the right ventricular (rv) lead dislodged, with perforation noted. High thresholds and no capture were also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.